Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge alarm occurred during insulin delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 450-451 mg/dl.